Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at approximate 7:28am. In addition to oral medication (type and dose unclear), the patient stated she also manages her diabetes with diet and/or exercise. In response to the reported meter issue, the patient indicated she continued with her usual dose of medication as recommended by her physician. Immediately after the alleged issue began, the patient claimed she developed symptoms of shaking, sweating, and weakness. The patient, however, denied receiving any medical intervention following the reported meter issue. During troubleshooting, the csr noted the patient was not using the subject meter for the first time and the patient was using the proper testing technique (per owner's booklet recommendation). The csr guided the patient through a blood glucose test and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.